Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found the cause to be the sample syringe drive. The fse replaced the sample syringe drive to resolve the issue. Patient demographics (age, gender, date of birth, weight) were not provided by the customer.

Event description:
The customer obtained false low total bilirubin (tbil) results for twenty-eight (28) patients, over two (3) days, involving the unicel® dxc 660i synchron access clinical system. This report references the event which occurred on (B)(6) 2018; please refer to MDR report 2050012-2018-00002 for the report of the event which occurred on (B)(6) 2017 and 2050012-2018-00004 for the report of the event which occurred on (B)(6) 2018. The false low tbil results were not reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. The customer repeated the samples on the same and/or alternate dxc instrument and obtained higher tbil results considered correct. Calibrations and system checks passed within specifications and qc (quality control) results were within the laboratory's established ranges on the day of the event.